Event description:
Boston scientific received information that this programmer (prm) had intermittent power switch. The caller needed to find the perfect spot on the switch before the prm will power up or power down. This prm will be returned for analysis. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the programmer (prm) was performed. Analysis could not confirm the reported allegation. The radio frequency (rf) digital printed circuit board (pcb) got cracked and a part of the pcb got burned. The cracked part could have caused the intermittent operation of the power button. The damaged parts were then replaced or reworked and the prm then passed all incoming tests.